Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported top aligner was tight but could get it on and now their front right tooth is very sensitive, feel nerve pain even when not wearing the aligner. They believe their tooth is dying.